Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to customer's blood glucose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.